Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. The customer¿s blood glucose level was over 323 mg/dl. Customer reported that the reservoir compartment broke. Customer reported that reservoir cannot lock in place during set change. Customer reported that time before last she noticed that the reservoir would not go into the insulin pump and she changed it again and it locked and then her blood glucose went up and she went to change the reservoir and it was broken. Customer declined to troubleshoot for high blood glucose and treated with insulin and syringe. The insulin pump will be returned for analysis.